Manufacturer narrative:
Correction to reporting product number for manufacturers report #1218950-2021-10852.

Event description:
The customer reported speaker fault. The device was not in clinical use when issue happened. The suresigns vs2+ nbp/spo2/wireless (model number 863355) is substantially similar to the suresigns vs2+ nbp/spo2/wireless (model number 863279) and will be reported in the united states under device model number 863279.